Manufacturer narrative:
The account found the CPR cables were too tight. The account adjusted the CPR cables to repair the bed.

Event description:
The account alleged that the head section is drifting down several inches.